Event description:
Spontaneous call from wife. Issue with cadd-legacy pump. Reports solid line on screen then flashing. No beeps or error message and pump not functioning. Switched to backup pump with no interruption of therapy. Old pump sn (B)(4). No other information provided. Did the reported product fault occur while in use with the patient? No. Did the product issue cause or contribute to patient or clinical injury? No. Is the actual device available for investigation? Yes. De we replace device? Yes. Reported to (B)(6) by: patient/caregiver.